Event description:
Procedure: gastric bypass. Reportedly, when the doctor stapled the stomach, the staples didn't form properly and they opened during surgery. The doctor had to close with suture on the top of the staples and at the end of the procedure, the surgeon left a drain. Some bleeding and/or fluid leakage was confirmed, but the patient is now doing well. Due to this, the procedure was extended for about 15-20 minutes.